Manufacturer narrative:
Device remains implanted. Additional information was requested and if received will be provided on a supplemental report.

Event description:
Variax 2 3.5 mm locking screw did not lock in distal lateral clavicle plate. Screws cut through plate.